Event description:
It was reported by a competitor that one day after implant the patient's right ventricular (rv) epicardial lead showed high impedance. Follow-up was attempted without success to obtain further information on serial number, patient information, or whether intervention was done. There is no information to indicate the rv epicardial lead is not still in use. No patient complications have been reported as a result of this event.